Event description:
It was reported that during follow up visit approximately 30 days post procedure, the patient experienced dizziness. Digital subtraction angiography (dsa) revealed wallstent restenosis at junction between distal cervical of the internal carotid artery (ica) and petrous. The physician administered tissue plasminogen activator (tpa) with a three combination of antiplatelets (unknown dose and pharmaceutical manufacturer). The patient had no obvious discomfort except mild dizziness post treatment administered.

Event description:
It was reported that during follow up visit approximately 30 days post procedure, the patient experienced dizziness. Digital subtraction angiography (dsa) revealed wallstent restenosis at junction between distal cervical of the internal carotid artery (ica) and petrous. The physician administered tissue plasminogen activator (tpa) with a three combination of antiplatelets (unknown dose and pharmaceutical manufacturer). The patient had no obvious discomfort except mild dizziness post treatment administered.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, restenosis and patient complications are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during follow up visit approximately 30 days post procedure, the patient experienced dizziness. Digital subtraction angiography (dsa) revealed restenosis of the left petrous internal carotid artery. The patient remained on aspirin and clopidogrel regimen. No additional information is available.

Manufacturer narrative:
(B)(6). Subject device implanted.